Event description:
It was reported that during a sigmoid colectomy procedure, the device was leaking. There was a stapling device in the trocar and the device appeared to be leaking at the seal cap. They used the device to complete the procedure but it was a nuisance to the surgeon. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition . In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.